Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 175-200 mg/dl. The customer declined a follow up as they were currently at work, so no additional information was obtained. Customer will call back if issues persist.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.